Event description:
It was reported that a balloon rupture occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use in a tight lesion. During the procedure, it was noted that the balloon burst at 6atm when first used. The procedure was completed with another of the same device. No complications were reported and patient was good post procedure.